Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. The reported difficult to insert the guide wire could not be confirmed as a proxy .038 inch guide wire was backloaded through the sheath without resistance noted. A conclusive cause for the reported difficult to insert the guide wire could not be determined. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: the sutures of two proglide devices were used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in an unspecified vessel was attempted with proglide devices, using a pre-close technique, prior to an endovascular abdominal aortic aneurysm repair procedure. Reportedly, the first proglide device would not pass over the wire. A second proglide device was successfully preplaced and achieved hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.